Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) system delivered an inappropriate electrical shock that was believed to be caused by muscle noise. It was noted that the local representative was able to reproduce the noise by having the patient raise his left arm, but the patient was in bed and supine when received the shock. Reprogramming efforts have been made for now. Currently, this product remains in use and no additional adverse patient effects have been reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) system delivered an inappropriate electrical shock that was believed to be caused by muscle noise. It was noted that the local representative was able to reproduce the noise by having the patient raise his left arm, but the patient was in bed and supine when received the shock. Reprogramming efforts have been made for now. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) system delivered an inappropriate electrical shock that was believed to be caused by muscle noise. It was noted that the local representative was able to reproduce the noise by having the patient raise his left arm, but the patient was in bed and supine when received the shock. Reprogramming efforts have been made for now. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.